Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 7/9/1998 at a retail vendor. Several days later the piercing sight became infected. Sought medical attention and rec'd antibiotics.